Event description:
Significant amount of gel bleed in left breast within the capsule around the implant. Same amount of gel bleed on the right as the left and what appeared to be blood within the implant itself on the right.